Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator indicated that when the pt was switching from battery power to the power module, the "red battery" and the "yellow wrench" icons were illuminated with a continual audio alarm sounding. The vad coordinator noted that the pump flows read 0.0 and there was a significant drop in revolutions per minute. The pt switched to a backup power module, and no pt injury was reported.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device, because it was not returned from the customer. Follow up communication received from the customer site on (B)(6)2010 revealed that the event was due to user error. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.